Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 30may2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse replaced the touchscreen as a precautionary measure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the touchscreen panel failed. The device was in use at the time of the event; however, there was no patient harm.